Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a cavernous carotid aneurysm, the physician reported that the pipeline flex would not fully expand distally. The physician reported there was a lot of friction in the microcatheter due to severely tortuous vessel and it was tough to deliver the pipeline. It was reported that the pipeline flex was recaptured 3 times, but not past the resheathing marker. The distal part never really opened much at all each time resheathed. The physician removed both the pipeline flex and the microcatheter as a unit. The patient was treated with another pipeline flex device successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pushwire was returned for evaluation without the pipeline and catheter as they were discarded. No defects were found with the tip coil, distal marker, ptfe shrink tubing (jacket), and re-sheathing marker or with the proximal bumper. The pushwire was found to be kinked. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed. The cause for the experience reported could not be determined as the pushwire was returned without the pipeline and catheter. It is possible that the damage to the pushwire and tortuous anatomy may have contributed to the reported issues subsequently causing friction during the delivery and failure to open distal braid. All products are 100% inspected for damages and irregularities during manufacture per pipeline IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. If high force or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. The pipeline flex embolization device is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.